Event description:
In 2010, I was hospitalized with mentor silicone breast implants. Thus began my horrific journey of declining health. Immediately upon implantation, I experienced adverse immune and lymphatic reactions to the implants. Over the course of 9 years, I have experienced a cascade of health problems that only continue to get more and more serious. Not only I have I experienced radom shooting pains and heat in my breasts, I have fibromyalgia throughout my entire body, hashimoto's, migraines, neck and back pain / stiffness, an auto inflammatory eye condition threatening vision in my left eye also my left eye is going cross eyed, positive ana markers for auto immune disease such as lupus, skin rashes, boils, chronic yeast infections, viral staph infections, (B)(6), bacterial infections, arthritis, anxiety, depression, brain fog, chronic fatigue, loss of words / names, impaired motor skills, nerve pain, digestive intolerances, severe vitamin deficiencies, hair loss, body odor, and intolerance to heat and heavy exercise, loss of hearing in heat, and vertigo. I also display markers of rheumatoid arthritis and ms. I have had to resign from my job due to inability to work and have been unemployed for over 5 months. Additionally, I can't claim disability as breast implant illness is complex in all systems of the body and unrecognized by the medical community. I am having to pay out of pocket to have the implants removed as I lost my health insurance and insurance wouldn't recognize the medical need to remove the implants anyway. It is at this point that I desperately ask you for help. I have lost my health and my life and I am only (B)(6) years old. None of the implants are safe and the companies that make them are well aware. There are abundant studies online of the adverse effects of silicone and saline implants. Please help me and the thousands of other women dying as we speak.